Event description:
Additional information reported that a revision procedure was performed wherein the rv lead was replaced. The device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy-defibrillation (crt-d) and a competitor right ventricular (rv) lead through the remote monitoring system. Boston scientific technical services (ts) discussed the issue and suggested measures to evaluate the system. It was reported that this patient will likely undergo a lead revision procedure in the near future. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.